Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints and our knowledge on the product. Results: the customer reported that the tubing of an opt944 optiflow + adult nasal cannula broke during use on a patient. It was further reported that the patient was frequently self-proning. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the reported event was caused by the tubing of the opt944 optiflow + adult nasal cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt944 optiflow + adult nasal cannula broke during use on a covid-19 patient and the patient desaturated briefly. The healthcare facility further reported that the patient was self-proning frequently and it is likely that the tubing was pulled by the patient. The patient was provided therapy with a non-rebreather mask and recovered. There was no further patient consequence reported.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt944 optiflow + adult nasal cannula broke during use on a covid-19 patient and the patient desaturated briefly. The healthcare facility further reported that the patient was self-proning frequently and it is likely that the tubing was pulled by the patient. The patient was provided therapy with a non-rebreather mask. Further information received on (B)(6) 2022 indicated that the patient was intubated. There was no further patient consequence reported.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, previous investigations of similar complaints and our knowledge on the product. Results: the customer reported that the tubing of an opt944 optiflow + adult nasal cannula broke during use on a patient. It was reported that the patient was given therapy using a non-rebreather mask and was later intubated. It was further reported that the patient was frequently self-proning. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. However, it is likely that the reported event was caused by the tubing of the opt944 optiflow + adult nasal cannula being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject opt944 optiflow + adult nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."